Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone) (10.0 mg/ml at 3.248 mg/day) and bupivacaine (2.5 mg/ml at 0.8120 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2016, the patient reported/complained that their pump was not working as well. They desired to be tapered off until explant at elective replacement indicator (eri) in 19 months. The clinical diagnosis was ¿complains of unsatisfactory analgesia.¿ the event date was noted as (B)(6) 2016. The pump was reprogrammed the same date. The event was possibly related to the device/therapy. The event was not related to the implant procedure. The event was possibly related to the drug (hydromorphone, bupivacaine). There was no change in the drug that caused the event. The event was ongoing. Additional information was received. The clinical diagnosis was updated to ¿complains of change in analgesia.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6) 2017 . It was noted the pump was reprogrammed on (B)(6) 2016 and the entire system was explanted and not replaced on (B)(6) 2017. It was reported the device would be returned to the manufacture. Additional information indicated the system initially controlled symptoms, but lost effectiveness. The patient's weight was listed as (B)(6) lbs.